Event description:
Per the clinic, the patient experienced skin complications around the implant site. The patient was treated with oral antibiotics (date and type not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.